Event description:
The patient (pt) reported wearing an acuvue oasys lens which had a wavy edge when he opened the package. Pt stated that the lens felt "scratchy" during wear. Pt reported experiencing discharge and photophobia the following morning. Pt was his eye care professional (ecp) on (B)(6) 2013 and was prescribed ciprofloxacin, os 1 gtt q3h and advised to return to the office on (B)(6) 2013. The ecp stated that the pt was diagnosed with an os corneal ulcer, "more of an abrasion," 9 o'clock, not central or effecting the va. Ecp thought there might be some bacterial involvement but the ulcer was not cultured. Ecp stated that the medication and dosage was considered aggressive treatment. Ecp inspected the lens and found the edge to be slightly nicked. The pt returned to the clinic (rtc) on (B)(6) 2013. Pt was advised continue on medication, exam noted the ulcer was healing. Pt rtc on (B)(6) 2013. Exam confirmed resolution of ulcer, va was recovered. Pt advised to discontinue medication. Pt has returned to contact lens wear.

Manufacturer narrative:
The product in question has been requested but has not been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Based on all available information, no causal factors can be determined and no conclusion can be drawn. Additional information will be submitted within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings. Labeling states device is approved for single use or reuse.